Event description:
It was reported to philips that the system could not perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a clinical procedure. The patient was moved to another system to complete the procedure. No harm or injury was reported to philips. A philips remote service engineer (rse) connected with the customer who reported that the system gave a "low load fluro flavor selected" error. The rse recommended onsite service. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting and assessment of the log files found an anode low load flow error. The fse checked the x-ray tube oil level and found that the system completely lacked oil. The fse refilled the oil for the tube. After the oil was refilled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.